Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred.

Event description:
It was reported that the patient's blood glucose was around 300 mg/dl while the pod was worn for 48 hours. The pod was leaking insulin while worn on the abdomen. As treatment, a new pod was placed.